Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: spinal stenosis at the level of l3-l4 and l4-l5, spondylolisthesis grade I at the level of l4-l5, bilateral radiculopathy. The patient underwent the following procedures: anterior interbody fusion with cages and bmp, pedicular screws at the level of l3, l4, and l5, segmental instrumentation at l3-l5 with posterior compression bars, laminotomy of l3, bilateral foraminotomies of l3-l4, laminectomy of l4, bilateral foraminotomies at l4-l5, laminotomy of l5. Posterolateral autologous fusion. As per op-notes, ¿the disks were completely empty and then we proceeded to place the body spacer using bmp for bone matrix to promote fusion. The space between the two cages were filled with autologous bone graft and that was done the same at the level of l3-l4, then we proceed to place the pedicular screws by using fluoroscopy in the ap and lateral position and the screw were 50 mm screws, 6.5 were placed at the level of l3 bilateral, l4 bilateral, l5 bilateral, and then we proceeded to place the click-it heads of the screws and the compression bars were placed. The patient then underwent placement of a bone graft by placing the autologous bone obtained from the lamina spinous process on both sides of the lateral area. He received one auto-transfusion and the estimated blood loss was about 500 cc.¿ no intra-operative complications were reported.